Manufacturer narrative:
Failure analysis is ongoing; additional information will be submitted once the results analysis is completed.

Event description:
It was reported that during a tlif lumbar fusion procedure using the stryker navigation system with spinemap3d software, the surgeon fused levels l3 and l5 of the spine, when the objective was to fuse l4 and l5. It was reported that the c-arm tracker displayed an error message during preparation for the intraoperative c-arm spin. When the surgical staff exited out of the error message, they were removed from the spine software. It was reported that the images came over from the c-arm when the staff re-entered the software. It was reported that the surgeon verified accuracy after picking points for the pedicle screws during registration. It was reported that after the fusion was completed, the surgeon felt something was wrong. It was reported that the surgeon used fluoroscopy to view the screw placement and verified that levels l3 and l5 had been incorrectly fused. It was reported that the surgeon respun the patient with the c-arm, reverified accuracy and placed screws for l4 as intended. It was reported that the incorrect level of vertebra was instrumented on the patient. The surgeon will not remove the screws from level l3. The surgeon claimed the navigation system was inaccurate by 1 cm. It was reported that patient has nerve issues in her foot. There was a 20-30 minute procedural prolongation.

Event description:
It was reported that during a tlif lumbar fusion procedure using the stryker navigation system with spinemap3d software, the surgeon fused levels l3 and l5 of the spine, when the objective was to fuse l4 and l5. It was reported that the c-arm tracker displayed an error message during preparation for the intraoperative c-arm spin. When the surgical staff exited out of the error message, they were removed from the spine software. It was reported that the images came over from the c-arm when the staff re-entered the software. It was reported that the surgeon verified accuracy after picking points for the pedicle screws during registration. It was reported that after the fusion was completed, the surgeon felt something was wrong. It was reported that the surgeon used fluoroscopy to view the screw placement and verified that levels l3 and l5 had been incorrectly fused. It was reported that the surgeon respun the patient with the c-arm, reverified accuracy and placed screws for l4 as intended. It was reported that the incorrect level of vertebra was instrumented on the patient. The surgeon will not remove the screws from level l3. The surgeon claimed the navigation system was inaccurate by 1 cm. It was reported that patient has nerve issues in her foot. There was a 20-30 minute procedural prolongation.

Manufacturer narrative:
The reported event that the pedicle screws were placed in vertebrae l3 and l5 instead of l4 and l5 as intended was confirmed. After review of the patient files, it was evident that 2 screws had been placed between vertebrae l4 and l5 and 1 screw was placed in l3. After extensive review of the navigation system, patient files, and stp log files, no failures or malfunctions were identified which contributed to the reported event and it was determined that the system had functioned as intended. Possible causes for the inaccuracy include placement of the spine tracker being too distant to the surgical site allowing for patient movement not displayed by the system, movement of the spine tracker during the procedure, and misinterpretation of the displayed navigation information relative to the patient anatomy.